Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: left coil implant was not present/migration of essure"), device expulsion ("right essure micro-insert had fallen out") and pelvic pain ("severe pelvic pain") in a 41-year-old female patient who had essure (batch no. 628307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spotting vaginal, multigravida, parity 2 (birth dates: (B)(6) 2004; (B)(6) 2008), endometrial ablation, fibroids, menarche (age: 11), c-section (on (B)(6) 1988, (B)(6) 2004 and 2008), cervical laser therapy in 1992, laparoscopy (lesion pelvis) in 1997, breast reduction in 2001 and scar removal (remove scar tissue/look for blockage) in 2003. Denied smoking. Previously administered products included for an unreported indication: toradol, ibuprofen, bactrim, trimethoprim and sulfamethoxazole. Past adverse reactions to the above products included rash with ibuprofen; swelling face with sulfamethoxazole and trimethoprim; and swelling with bactrim. Concurrent conditions included uterine bleeding, anemia, hypertension, polycystic ovarian syndrome, abdominal cramps and hemorrhage vaginal. Family history included pancreatic cancer (maternal aunt), anemia (father), breast cancer, ovarian cancer, high cholesterol (mother), arthritis (mother), blood pressure high (father), stroke (maternal grand mother- deceased), carcinoma of esophagus (maternal grand father), breast cancer (paternal grand mother), diabetes (paternal grand mother), heart disease, unspecified (paternal grand father) and alcohol use (2 drinks.). Concomitant products included oral contraceptive nos from (B)(6) 2008 to (B)(6) 2009 for birth control, levonorgestrel (mirena) from (B)(6) 2016 to (B)(6) 2016 for dysmenorrhea and genital bleeding as well as iron since 2003 and metformin since 1999. On (B)(6) 2008, the patient had essure inserted. On 1-jan-2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("chronic fatigue/fatigue"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/pain: menstrual"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("pain: abdominal pain"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/painful sexual intercourse"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), arthralgia ("severe hip pain") and uterine pain ("severe uterine pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy - cystoscopy) and surgery (total hysterectomy and bilateral salpingectomy - cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and device expulsion outcome was unknown and the pelvic pain, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, dyspareunia, fatigue, vaginal haemorrhage and abdominal pain had not resolved. The reporter considered abdominal pain, arthralgia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82.993 kgs. Hysterosalpingogram - on (B)(6) 2008: left coil implant was not present; on (B)(6) 2009: full occlusion of both tubes; on (B)(6) 2009: confirmed full occlusion of both of fallopian tube. Pregnancy test urine - on (B)(6) 2008: negative. Smear cervix - on an unknown date: chlamydia. Ultrasound scan - on an unknown date: revealed a fh. (B)(6) 2008, hsg revealed only the left sided coil from the essure procedure is seen. I see no free spillage of the contrast into the peritoneal cavity. In (B)(6) 2009, an hsg (hysterosalpingogram) test was performed, which confirmed full occlusion of patient's left fallopian tube. However, the results of this test further revealed that the right essure micro-insert had fallen out. On (B)(6) 2016, surgical pathology report: diagnoses included "uterus, cervix, bilateral tubes", hysterectomy and bilateral salpingectomy: uterus (198 grams) : - adenomyosis. - inactive endometrium. - serosal adhesions. Cervix: - chronic endocervicitis and nabothian cysts. Fallopian tubes: - bilateral fallopian tubes with paratubal cysts. Gross description "uterus, cervix, bilateral tubes": received in formalin is a total hysterectomy with attached bilateral fallopian tubes. Type of hysterectomy: total. Weight (uterus and cervix): 198 grams measurements (uterus only): 10.5 x 7.5 x 6.5 cm. Shape: enlarged. Serosa: tan-red, glistening with a few adhesions on the anterior surface. Cervix: 3.5 cm in diameter. Ectocervix is pink-tan, glistening and surrounds a 1 cm linear os. Endocervical canal: 3 cm in length and 1.5 cm in diameter. There are multiple mucin-filled cysts deep to the squamocolumnar junction. There is a thinned and fibrotic area in the anterior lower uterine segment consistent with previous c-section. Endometrial cavity: 6 x 4 cm. Two coiled essure devices are evident in the bilateral cornu. Endometrium: tan-red, 0.2 cm in thickness. Myometrium: 2.5 cm in thickness and displays tan, rubbery process with slit-like spaces. Fallopian tubes: the right fallopian tube is 5 x 0.5 cm and is pink-red with a fine, delicate fimbriated end. The left fallopian tube is 5 x 0.5 cm and is pink-red with fine, delicate fimbriated end. Several paratubal cysts are present measuring up to 0.3 cm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain and dysmenorrhea. Lot number: 626909 manufacture date: 2008-06 expiration date: 2010-06. Lot number: 628307 manufacture date: 2011-05 expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: left coil implant was not present/migration of essure"), device expulsion ("right essure micro-insert had fallen out") and pelvic pain ("severe pelvic pain") in a 41-year-old female patient who had essure (batch no. 628307, 626909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spotting vaginal, multigravida, parity 2 (birth dates: (B)(6) 2004; (B)(6) 2008), endometrial ablation, fibroids, menarche (age: 11), c-section (on (B)(6) 1988, (B)(6) 2004 and 2008), cervical laser therapy in 1992, laparoscopy (lesion pelvis) in 1997, breast reduction in 2001 and scar removal (remove scar tissue/look for blockage) in 2003. Denied smoking. Previously administered products included for an unreported indication: toradol, ibuprofen, bactrim, trimethoprim and sulfamethoxazole. Past adverse reactions to the above products included rash with ibuprofen; swelling face with sulfamethoxazole and trimethoprim; and swelling with bactrim. Concurrent conditions included uterine bleeding, anemia, hypertension, polycystic ovarian syndrome, abdominal cramps and hemorrhage vaginal. Family history included pancreatic cancer (maternal aunt), anemia (father), breast cancer, ovarian cancer, high cholesterol (mother), arthritis (mother), blood pressure high (father), stroke (maternal grand mother- deceased), carcinoma of esophagus (maternal grand father), breast cancer (paternal grand mother), diabetes (paternal grand mother), heart disease, unspecified (paternal grand father) and alcohol use (2 drinks.). Concomitant products included oral contraceptive nos from (B)(6) 2008 to (B)(6) 2009 for birth control, levonorgestrel (mirena) from (B)(6) 2016 to (B)(6) 2016 for dysmenorrhea and genital bleeding as well as iron since 2003 and metformin since 1999. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("chronic fatigue/fatigue"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/pain: menstrual"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("pain: abdominal pain"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/painful sexual intercourse"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), arthralgia ("severe hip pain") and uterine pain ("severe uterine pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy - cystoscopy) and surgery (total hysterectomy and bilateral salpingectomy - cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and device expulsion outcome was unknown and the pelvic pain, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, dyspareunia, fatigue, vaginal haemorrhage and abdominal pain had not resolved. The reporter considered abdominal pain, arthralgia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82.993 kgs. Hysterosalpingogram - on (B)(6) 2008: left coil implant was not present; on (B)(6) 2009: full occlusion of both tubes; on (B)(6) 2009: confirmed full occlusion of both of fallopian tube pregnancy test urine - on (B)(6) 2008: negative smear cervix - on an unknown date: chlamydia ultrasound scan - on an unknown date: revealed a fh (B)(6) 2008, hsg revealed only the left sided coil from the essure procedure is seen. I see no free spillage of the contrast into the peritoneal cavity. In (B)(6) 2009, an hsg (hysterosalpingogram) test was performed, which confirmed full occlusion of patient's left fallopian tube. However, the results of this test further revealed that the right essure micro-insert had fallen out. On (B)(6) 2016, surgical pathology report: diagnoses included "uterus, cervix, bilateral tubes", hysterectomy and bilateral salpingectomy: uterus (198 grams) : - adenomyosis. - inactive endometrium. - serosal adhesions. Cervix: - chronic endocervicitis and nabothian cysts. Fallopian tubes: - bilateral fallopian tubes with paratubal cysts. Gross description "uterus, cervix, bilateral tubes": received in formalin is a total hysterectomy with attached bilateral fallopian tubes. Type of hysterectomy: total. Weight (uterus and cervix): 198 grams measurements (uterus only): 10.5 x 7.5 x 6.5 cm. Shape: enlarged. Serosa: tan-red, glistening with a few adhesions on the anterior surface. Cervix: 3.5 cm in diameter. Ectocervix is pink-tan, glistening and surrounds a 1 cm linear os. Endocervical canal: 3 cm in length and 1.5 cm in diameter. There are multiple mucin-filled cysts deep to the squamocolumnar junction. There is a thinned and fibrotic area in the anterior lower uterine segment consistent with previous c-section. Endometrial cavity: 6 x 4 cm. Two coiled essure devices are evident in the bilateral cornu. Endometrium: tan-red, 0.2 cm in thickness. Myometrium: 2.5 cm in thickness and displays tan, rubbery process with slit-like spaces. Fallopian tubes: the right fallopian tube is 5 x 0.5 cm and is pink-red with a fine, delicate fimbriated end. The left fallopian tube is 5 x 0.5 cm and is pink-red with fine, delicate fimbriated end. Several paratubal cysts are present measuring up to 0.3 cm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events outcome updated to not recovered not resolved from unknown. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 628307, 626909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spotting vaginal, multigravida (pregnancy 1: 1988, primary c-section. Pregnancy 2: 2004, repeat c-section. Pregnancy 3: 2008, repeat c-section), parity 3, endometrial ablation, fibroids, menarche (age: 11), c-section, cervical laser therapy on (B)(6) 1992, laparoscopy (lesion pelvis) on (B)(6) 1997, breast reduction on 6-feb-2001 and scar (remove scar tissue/look for blockage) on (B)(6) 2003. Denied smoking. Previously administered products included for an unreported indication: toradol, ibuprofen, bactrim, trimethoprim and sulfamethoxazole. Past adverse reactions to the above products included rash with ibuprofen; swelling face with sulfamethoxazole and trimethoprim; and swelling with bactrim. Concurrent conditions included uterine bleeding, anemia, hypertension, polycystic ovarian syndrome, abdominal cramps and hemorrhage vaginal. Family history included pancreatic cancer (maternal aunt), anemia (father), breast cancer, ovarian cancer, high cholesterol (mother), arthritis (mother), blood pressure high (father), stroke (maternal grand mother- deceased), carcinoma of esophagus (maternal grand father), breast cancer (paternal grand mother), diabetes (paternal grand mother), heart disease, unspecified (paternal grand father) and alcohol use (2 drinks.). Concomitant products included levonorgestrel (mirena). In november 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion ("right essure micro-insert had fallen out"). On 19-feb-2009, patient underwent a second procedure, to re-implant an essure micro-insert in her right fallopian tube. On unknwon date, she experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue") and . The patient was treated with total hysterectomy and bilateral salpingectomy and essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, dyspareunia, fatigue and device expulsion outcome was unknown. The reporter considered arthralgia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed full occlusion of both of fallopian tube pregnancy test urine - on (B)(6) 2008: negative smear cervix - on an unknown date: chlamydia ultrasound scan - on an unknown date: revealed a fh (B)(6) 2008, hsg revealed only the left sided coil from the essure procedure is seen. I see no free spillage of the contrast into the peritoneal cavity. In dec-2009, an hsg (hysterosalpingogram) test was performed, which confirmed full occlusion of patient's left fallopian tube. However, the results of this test further revealed that the right essure micro-insert had fallen out. On (B)(6) 2016, surgical pathology report: diagnoses included "uterus, cervix, bilateral tubes", hysterectomy and bilateral salpingectomy: uterus (198 grams) : - adenomyosis. - inactive endometrium. - serosal adhesions. Cervix: - chronic endocervicitis and nabothian cysts. Fallopian tubes: - bilateral fallopian tubes with paratubal cysts. Gross description "uterus, cervix, bilateral tubes": received in formalin is a total hysterectomy with attached bilateral fallopian tubes. Type of hysterectomy: total. Weight (uterus and cervix): 198 grams measurements (uterus only): 10.5 x 7.5 x 6.5 cm. Shape: enlarged. Serosa: tan-red, glistening with a few adhesions on the anterior surface. Cervix: 3.5 cm in diameter. Ectocervix is pink-tan, glistening and surrounds a 1 cm linear os. Endocervical canal: 3 cm in length and 1.5 cm in diameter. There are multiple mucin-filled cysts deep to the squamocolumnar junction. There is a thinned and fibrotic area in the anterior lower uterine segment consistent with previous c-section. Endometrial cavity: 6 x 4 cm. Two coiled essure devices are evident in the bilateral cornu. Endometrium: tan-red, 0.2 cm in thickness. Myometrium: 2.5 cm in thickness and displays tan, rubbery process with slit-like spaces. Fallopian tubes: the right fallopian tube is 5 x 0.5 cm and is pink-red with a fine, delicate fimbriated end. The left fallopian tube is 5 x 0.5 cm and is pink-red with fine, delicate fimbriated end. Several paratubal cysts are present measuring up to 0.3 cm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information has been updated. This case concerns an adult patient. Her historical condition, historical medication, family history and concurrent condition was added. Lab data was added. Essure lot number was added. Essure removal date was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: left coil implant was not present") and pelvic pain ("severe pelvic pain") in a 41-year-old female patient who had essure (batch no. 628307, 626909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spotting vaginal, multigravida, parity 2 (birth dates: (B)(6) 2004; (B)(6) 2008), endometrial ablation, fibroids, menarche (age: 11), c-section (on (B)(6) 1988, (B)(6) 2004 and 2008), cervical laser therapy in 1992, laparoscopy (lesion pelvis) in 1997, breast reduction in 2001 and scar (remove scar tissue/look for blockage) in 2003. Denied smoking. Previously administered products included for an unreported indication: toradol, ibuprofen, bactrim, trimethoprim and sulfamethoxazole. Past adverse reactions to the above products included rash with ibuprofen; swelling face with sulfamethoxazole and trimethoprim; and swelling with bactrim. Concurrent conditions included uterine bleeding, anemia, hypertension, polycystic ovarian syndrome, abdominal cramps and hemorrhage vaginal. Family history included pancreatic cancer (maternal aunt), anemia (father), breast cancer, ovarian cancer, high cholesterol (mother), arthritis (mother), blood pressure high (father), stroke (maternal grand mother- deceased), carcinoma of esophagus (maternal grand father), breast cancer (paternal grand mother), diabetes (paternal grand mother), heart disease, unspecified (paternal grand father) and alcohol use (2 drinks.). Concomitant products included oral contraceptive nos from (B)(6) 2008 to (B)(6) 2009 for birth control and levonorgestrel (mirena) on (B)(6) 2016 for dysmenorrhea and genital bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/pain: menstrual"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("pain: abdominal pain"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("chronic fatigue") and device expulsion ("right essure micro-insert had fallen out"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy - cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, dyspareunia, fatigue, device expulsion, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82.993 kgs. Hysterosalpingogram on (B)(6) 2008: left coil implant was not present; on (B)(6) 2009: full occlusion of both tubes; on (B)(6) 2009: confirmed full occlusion of both of fallopian tube pregnancy test urine on (B)(6) -2008: negative. Smear cervix - on an unknown date: chlamydia. Ultrasound scan - on an unknown date: revealed a fh. On (B)(6) 2008, hsg revealed only the left sided coil from the essure procedure is seen. I see no free spillage of the contrast into the peritoneal cavity. On (B)(6) 2009, an hsg (hysterosalpingogram) test was performed, which confirmed full occlusion of patient's left fallopian tube. However, the results of this test further revealed that the right essure micro-insert had fallen out. On (B)(6) 2016, surgical pathology report: diagnoses included "uterus, cervix, bilateral tubes", hysterectomy and bilateral salpingectomy: uterus (198 grams) : adenomyosis. Inactive endometrium. Serosal adhesions. Cervix: - chronic endocervicitis and nabothian cysts. Fallopian tubes: bilateral fallopian tubes with paratubal cysts. Gross description "uterus, cervix, bilateral tubes": received in formalin is a total hysterectomy with attached bilateral fallopian tubes. Type of hysterectomy: total. Weight (uterus and cervix): 198 grams measurements (uterus only): 10.5 x 7.5 x 6.5 cm. Shape: enlarged. Serosa: tan-red, glistening with a few adhesions on the anterior surface. Cervix: 3.5 cm in diameter. Ectocervix is pink-tan, glistening and surrounds a 1 cm linear os. Endocervical canal: 3 cm in length and 1.5 cm in diameter. There are multiple mucin-filled cysts deep to the squamocolumnar junction. There is a thinned and fibrotic area in the anterior lower uterine segment consistent with previous c-section. Endometrial cavity: 6 x 4 cm. Two coiled essure devices are evident in the bilateral cornu. Endometrium: tan-red, 0.2 cm in thickness. Myometrium: 2.5 cm in thickness and displays tan, rubbery process with slit-like spaces. Fallopian tubes: the right fallopian tube is 5 x 0.5 cm and is pink-red with a fine, delicate fimbriated end. The left fallopian tube is 5 x 0.5 cm and is pink-red with fine, delicate fimbriated end. Several paratubal cysts are present measuring up to 0.3 cm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information as updated. This case concerns 41 year old patient. Lab data was updated. Essure insertion date was updated. Her concomitant medication was added. Events: abnormal bleeding (vaginal, menorrhagia), migration of essure device (location not provided) and abdominal pain was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue") and device expulsion ("right essure micro-insert had fallen out"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, arthralgia, uterine pain, menorrhagia, dyspareunia, fatigue and device expulsion outcome was unknown. The reporter considered arthralgia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and uterine pain to be related to essure. The reporter commented: on (B)(6) 2009, patient underwent a second procedure, to re-implant an essure micro-insert in her right fallopian tube. On (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed full occlusion of both of fallopian tube in (B)(6) 2009, an hsg (hysterosalpingogram) test was performed, which confirmed full occlusion of patient's left fallopian tube. However, the results of this test further revealed that the right essure micro-insert had fallen out. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.